Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 675 (mg/dl). Customer delivered boluses to address elevated bg levels; however, customer was subsequently hospitalized. During hospitalization, customer was treated with intravenous insulin. Reportedly, customer indicated they did not observe insulin in the end of their tubing. During troubleshooting with tandem technical support, customer was able to reconnect and fill tubing successfully. Multiple attempts were made to follow up with customer in order to confirm if reported event had been resolved; however, no additional information was provided.